Event description:
The drn00v0300 was implanted in the patient¿s ocular sinister (left eye). Post-operatively, the patient reports she is seeing three (03) rings arounds lights and headlights and cannot drive at night. Visual clarity is good and blurriness is off and on but getting better in both eyes. In addition, both eyes feel tired. Patient states the iol feels like a contact is in her eye and she can see the edge if it in the bottom left corner. The suspect iol is not available for return as it remains implanted. No further information is available. No further information is available.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3: date of event: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - clinical code: 4471 - iol feels like a contact and tired eyes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.